Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured circumferentially below rbp during use in an outflow vein. It was also reported that the device was difficult to retract; therefore, the catheter were removed as a single unit. It was further reported that no further treatment was provided and that the patient was reportedly stable post procedure.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 4cm balloon. The first segment contained the catheter with the hub and a proximal portion of the balloon. A complete circumferential balloon rupture was located 2.5cm from the proximal balloon bond and the distal portion of the balloon was detached at this location. The edges of the rupture were examined under microscopic magnification and were slightly jagged. The second segment contained 5.7cm of the inner catheter. The edges of the inner catheter detachment were examined under microscopic magnification and were observed to be jagged. The detached inner catheter segment was bunched in appearance. The detached distal balloon segment was not returned for evaluation. No other anomalies were noted to the catheter. X-ray: the balloon was examined via x-ray imaging. The image showed the proximal marker band present on the catheter. The distal marker band was not returned with the catheter. The distal tip of the introducer sheath was examined under microscopic magnification and was not flared in appearance. Functional/performance evaluation: no functional testing could not be performed due to the condition in which the sample was received. A mandrel was inserted through the entire length of the introducer sheath to check whether any detached components were present in the sheath. No detached components were present. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based upon the condition in which the device was returned, the investigation is confirmed for retraction issues, a circumferential balloon rupture, a balloon detachment, a catheter detachment, and a marker band detachment. The definitive root cause for the balloon rupture could not be determined based upon available information. It is likely that the balloon rupture contributed to the inability to retract the balloon from the sheath and the detachments. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current rival pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured circumferentially below rbp during use in an outflow vein. It was also reported that the device was difficult to retract; therefore, the catheter and sheath were removed as a single unit. It was further reported that no further treatment was provided and that the patient was reportedly stable post procedure.